Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were having too many problems and too much leakage. Pt stated they had equipment charged up and were putting communicator "on the scar" but stated it was not working. Pt clarified they were seeing a message that says find device or end session. Pt stated they had been able to adjust stimulation in the past. Pt stated they had tried to press find device before (agent was unable to clarify why pt was unable to connect before). Patient services reviewed general use of external devices and placement of communicator on ins. Patient services reviewed to press find device. Pt successfully connected with their ins on the call. Pt then stated they were unable to increase stimulation. Pt reported getting device not responding. Following repositioning communicator on ins pt successfully connected with ins again and increased stimulation. When agent asked ifstimulation was comfortable pt stated they "don't know what's comfortable" and pt stated they know if it's a really high number "it's crazy". Patient services reviewed stimulation overview. Pt increased stimulation until pt stated "it's working" but pt stated they were concerned this could potentially interact with their infection/uti. The patient was redirected to their healthcare provider to further address the issue. When agent asked for event date pt stated they had uti since may and they went in for like 3 visits. Pt stated they "called and complained" and went to their dr's office. Pt stated they "could not get the machine to work" but now they got it to work (agent unable to clarify this statement). Pt stated they asked their rpn if the machine could be the cause of pt's issues and pt stated they did not know. Patient services recommended pt decrease stimulation or turn off therapy if pt feels it's making uti worse and follow up with healthcare provider (hcp) to further discuss.